Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: only the green dilator and the introducer catheter were returned for analysis. There was no defect noted with the green dilator. An examination of the introducer catheter found that the paper safety sleeve was removed from around the handle. The trigger (thumb switch) had not been unlocked or moved down the deployment track. The filter was not present in the capsule. Dimensional measurements met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. Same case as MDR ID: 2134265-2013-00301. It was reported that during a vena cava filter placement procedure, a kinked sheath occurred. Vascular access was obtained via the left femoral. The anatomy was severely tortuous. The physician attempted to deploy a 12 f greenfield femoral titanium filter in the vena cava; however, the introducer catheter was unable to advance to the target area due to a kink in the sheath. This happened with two other femoral filters as well. The devices were removed and the procedure was completed by obtaining jugular access and placing a 12 f greenfield jugular titanium filter. No patient complications were reported and the patient status is fine. However, returned device analysis revealed that the filter was missing.